Event description:
It was reported that while placing the bravo ph monitor the capsule would not deploy from the delivery system. Forceps were used to remove the capsule. The esophagus tore. Once the delivery system was removed from the patient, the handle broke and the capsule came off. A gastrograffin study confirmed that there were no perforations. Two staples were placed at the site of the mucosal tear. The patient recovered without sequela.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (2007).